Event description:
It was reported to MFR that the recently implanted vns pt developed an infection at the generator site which has spread under the pt's left arm. The surgeon noted that the dressings may not have been properly changed following implantation procedure, and that the pt may have picked at the incision site. Penicillin was prescribed, and it was reported by the pt's mother that the pt has (B) (6) and a possible staph infection; however, the results of the lab analysis from culture samples taken have not been received by the MFR to date. Additionally, it is likely that surgery has already occurred where the device was removed; however, confirmation of surgery has not been received by the MFR to date. Good faith attempts to obtain additional info have been made, but no additional info has been received to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.